Event description:
The user facility reports incident in which staff member was reaching behind a dialysis machine to retrieve supplies and cut their eye on the product identification tag which is attached to the blood tubing set. Staff member was seen by physician, prescribed eye drops and numbing ointment and missed one week of work. User facility manager informed all unit staff of this issue and has instructed that the product identification tag be moved down on the tubing sp that it is not at eye level.